Event description:
The customer reported the unicel dxh 800 coulter cellular analysis system generated erroneous low mchc results after the instrument has been idle on several patients compared to their backup analyzer. The instrument generated 'h&h check failed' and 'blank shift' errors. There was no biohazard exposure to mucous membranes or open wounds. There were no erroneous results reported out of the laboratory and no death or injury is attributed to this event and there was no change to patient treatment. Customer stated all erroneous mchc results were rerun and reported from their backup analyzer. The customer also stated he was unable to send printouts as the information had been purged from the instruments.

Manufacturer narrative:
The fse confirmed the hgb chamber was leaking around the top seal. The leak was contained. The fse replaced the hgb chamber resolving the erroneous results, errors, and leakage from the event. (B)(4).